Manufacturer narrative:
(B)(4) batch # n92c82. Per dvd evaluation: comments: based on the video evidence, device misfiring can be confirmed. The event description can be confirmed. There was visible tension applied to the tissue via downward and side forces from the clip applier during the firing stroke. External forces on the jaws of the device can directly impact its ability to deliver a properly formed clip and feed the subsequent clip into the jaws. There was movement during the firing stroke that may have led the device to not function properly, but the magnitude of the forces on the jaws cannot be measured in the video. It is important to bring all forces to neutral before firing the device. Conclusion: based on the visual evidence in the video, the reported event of device misfiring can be confirmed. Although the video does not provide enough evidence to determine root cause, physical analysis confirmed that the instrument worked as intended, refer to physical analysis, therefore the most likely cause for the experienced condition is related to the external forces applied to the instrument during firing stroke. The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 7 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. For additional details refer to video analysis. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure that when the doctor used the device for first time it didn¿t fire. Second trigger the device fired four clips at once. Another like product was used to complete the procedure. There were no adverse consequences for the patient.